Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the multiple cartridge alarms (cartridge alarm 29) occurred during bolus and basal delivery with multiple cartridges. Blood glucose level was 240 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.